Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the connector leaked on the bd q-syte¿ luer access split-septum stand-alone device. This event occurred 2 times. The following information was provided by the initial reporter, translated from (B)(6) to english: the round hole on the side of the connector was leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 09-sep-2022. H6: investigation summary: our quality engineer inspected the sample and video submitted for evaluation. Bd received one video which displays a q-syte attached to the luer end of an extension tubing. The user is flushing the q-syte using a luer slip syringe. During the video, the customer is pushing liquid through the q-syte in small bursts. During these bursts liquid can be seen coming from the vent hole. This likely indicates that there is a tear in the q-syte septum column wall or bottom disk. A gross visual inspection was performed on the return unit, and no defect could be found. A leak test was performed on the returned unit using a luer lock syringe and leakage was observed through the vent holes of the top body. The column of the unit was then inspected, and a tear could be seen alongside the column wall. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. As the device has been opened and used over 4 days (based on feedback), it cannot be determined with certainty whether the defects originated during manufacturing or use of the device. During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup. Slit quality, column tear checks and controlled functional leak tests are performed of the full assembly per the quality control plan to mitigate the risk from this type of defect. During use, excessive actuations, actuations at a wrong angle, or extraneous force on the septum may also result in damage. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the connector leaked on the bd q-syte¿ luer access split-septum stand-alone device. This event occurred 2 times. The following information was provided by the initial reporter, translated from chinese to english: the round hole on the side of the connector was leaking.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the video submitted for evaluation. Bd received one video which displays a q-syte attached to the luer end of an extension tubing. The user is flushing the q-syte using a luer slip syringe. During the video, the customer is pushing liquid through the q-syte in small bursts. During these bursts liquid can be seen coming from the vent hole. This likely indicates that there is a tear in the q-syte septum column wall or bottom disk. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. As the device has been opened and used over 4 days (based on the feedback), it cannot be determined with certainty whether the defects originated during manufacturing or use of the device. During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup. Slit quality, column tear checks and controlled functional leak tests are performed of the full assembly per the quality control plan to mitigate the risk from this type of defect. During use, excessive actuations, actuations at a wrong angle, or extraneous force on the septum may also result in damage. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the connector leaked on the bd q-syte¿ luer access split-septum stand-alone device. This event occurred 2 times. The following information was provided by the initial reporter, translated from chinese to english: the round hole on the side of the connector was leaking.